Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for an implantable cardiac monitor implant procedure. During the procedure, noise that resulted in oversensing as well as a drop in sensitivity was noted even after repositioning the device three times, so the physician elected to explant and replace the device.